Event description:
Customer reported receiving an alarm during the manual prime. Customer stated that the drive support cap was sticking out. Customer's blood glucose reading at the time of the call was 212 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.